Event description:
It was reported the patient was experiencing ineffective stimulation. X-rays indicated the patient's right occipital lead migrated. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was repositioned. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).